Manufacturer narrative:
The reported failure of display issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information alleging the screen does not work on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices liquid crystal display (lcd) display was suspected of causing the screen not to turn on for the trilogy 100 device. In conclusion, the device's lcd screen, lcd backlight cable, and lcd ribbon cable were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the keypad, front enclosure, and rear enclosure were replaced for physical damage unrelated to the reportable issue. The device passed all final testing.